Event description:
An administrator reported that a patient experienced a corneal burn during a cataract with intraocular lens implant surgery. The patient required an additional procedure to repair the damaged cornea. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).